Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. No further details were provided and troubleshooting could not be completed at the time of the initial complaint. Customer technical support made attempts to contact the reporter for troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: a review of the black box indicated unexplained reboots had occurred on the complaint date. Additional unexplained reboots were observed in the black box beginning on (B)(6) 2016. Visual inspection revealed moisture contamination on the underside of the battery cap and multiple battery compartment cracks. The battery cap contacts were found to be within required specifications. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the display screen was dim and discolored; the pump casing was cracked at the base between the case seal and the keypad; the audio bolus button cover was torn but the button remained responsive; leak testing revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.